Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is not damaged. Blood glucose value was 164 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.